Event description:
The customer reported that there was a speaker malfunction inop. No pt was harmed as a result of this issue.

Manufacturer narrative:
The customer reported that there was a speaker malfunction inop. No pt was harmed as a result of this issue. Philips has not determined whether the speaker is still audible. The visual inop would be obvious to users. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).